Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca, the shorted igbts allowed high voltage to travel to low voltage circuitry. Additionally, pin 3 on the u409 can transceiver on the computer/analog board was shorted. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.